Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr took rptr's meter to the lab, where a venous lab test result was 160 mg/dl. Five minutes after the lab test, rptr did a capillary test, and rptr's meter reading was 102 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. On follow up, the rptr stated that rptr checks the test strip confirmation dot. Rptr described an accurate technique of applying blood, and cleans rptr's meter regularly. Rptr had done an in-range control test using new strips. No harm was alleged.